Manufacturer narrative:
On 11-mar-2016, the fse instructed the customer over the phone through installing a new diluent pump and 2-way solenoid valve. The instrument was then found to operate as required and the error cleared. The aia-360 instrument was working as intended. No further action was required by field service. The most probable cause of the reported event was due to a defective diluent pump. A 13-month complaint and service history review for similar complaints was performed for serial number (B)(4) from 03-feb-2015 through (B)(4) 2016. There was one (1) similar complaint identified during the searched period. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2012 (air detected diluent) with the aia-360 analyzer. The customer was unable to run patient samples for estradiol (e2). A field service engineer (fse) was dispatched to address the customer reported event, which resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.